Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the image is green and flickers due to a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the image flickers on the video telescope "endoeye high definition ii". The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the image was green due to a faulty cable. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty cable. Olympus will continue to monitor field performance for this device.